Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no repeated alerts received for high alerts while low alerts that was not an issue. The customer reported no adverse event. The event involved product(s) mmt-8201. Troubleshooting was not performed, and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for mmt-8201.

Manufacturer narrative:
An attempt to reproduce the reported event was conducted using guardian app ver. 1.5.1 1.6.0 on the samsung s20, android 13, device with transmitter. We were unable to reproduce the issue during testing. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that on screenshots we found that app behavior was correct on the screenshot we can see that high sg was started at 12:58 and also we can see last notification that happened at 13:58. According to requirements high sg alert should repeat during 1hr. Next annunciation will happened after snoozing of the last high sg alert or when level of sg will drop to normal levels and then rise again to high sg level. Issue was unknown. Recommendation: set the snooze time that best suits the customer's needs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using guardian app ver 1.5.1 installed on samsung galaxy s20 , android 13 with sensor was conducted and confirmed that the issue is not reproduced. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The issue likely stems from a misunderstanding on the customer's part. As per the app's design, the high glucose alert is repeated every 15 minutes (equivalent to 3 sg values). It is possible that the next one or two glucose readings after the initial high alert were below the high sg limit. Please note that on the graph, only one or two sg values appear above the high limit at the highest point. Recommended steps: review the alert timing ¿ remember that the high glucose alert repeats every 15 minutes (3 sg values). Check subsequent readings ¿ if the glucose values after the first high alert fall below the set high sg limit, no repeat alert will be triggered until the next qualifying reading. Inspect the graph carefully ¿ look for the highest points and note how many readings are actually above the high sg limit (often only 1 or 2 values). Adjust high sg limit if necessary ¿ if alerts are not triggering as expected, consider reviewing and modifying the high sg threshold in the app settings. Monitor for consistency ¿track readings over a longer period to confirm whether the alert behavior aligns with the app's design." Issue not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.